Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the analysis of the returned device, it was revealed that the delivery wire was broken and the main coil was kinked. Based on the information currently available, it is most likely that the delivery wire and the main coil were damaged due to handling of the device during the clinical procedure, or upon removal of the device from the packaging, or preparation of the device prior to use. Therefore an assignable cause of handling damage will be assigned to the delivery wire broken and main coil kinked.

Event description:
During the analysis of the returned device, it was revealed that the delivery wire was broken. No clinical consequences reported to the patient.